Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent got damaged due to lot of calcium and maybe hitting up against the guide catheter. It was noticed that some of the struts were banged up. The stent delivery catheter with the stent still on the balloon was removed successfully and the stent was really damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:synergy ii us mr 2.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the 1st and 2nd proximal stent strut rows was noted to be lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent got damaged due to lot of calcium and maybe hitting up against the guide catheter. It was noticed that some of the struts were banged up. The stent delivery catheter with the stent still on the balloon was removed successfully and the stent was really damaged. The procedure was completed with another of the same device. No patient complications were reported.